Manufacturer narrative:
Additional info: updated patient info a, b5 and annex g code. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi50001145, version #: 4.2.0, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "the system accuracy had been confirmed and the issue could not be replicated".

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that the system was involved in an alleged inaccuracy of ~2-3mm. Procedure was a c4-t2 fusion. Site was using globus instruments and using a cranial frame attached to a vertek rather than a spinus process clamp. Patient was present. Issue occurred intra-operatively. There was less than one hour of surgical delay and no impact on patient outcome.